Event description:
The customer reported receiving a no delivery alarm from the insulin pump, and being unable to prime. The customer reported resolving the issue by changing out the infusion set, reservoir, and insulin. Proper troubleshooting could not be completed because the issue was a past event. The customer was advised to return the infusion sets and the insulin reservoirs for replacements and analysis. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.